Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during the first post-op follow-up with the patient, everything seemed normal. After about 3 months, the patient was complaining of shortness of breath, and severe complaints of diaphragmatic stimulation. An x-ray was performed, confirming the lead had perforated through the heart. The patient was hospitalized at that time. The physician explanted the right ventricle (rv) lead on (B)(6) 2019, and plugged the rv port as it was determined that an rv lead wasn't needed. The patient's symptoms decreased and no further adverse effects were reported. The lead has been returned, and the investigation is in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination verified the lead tip and helix were free of anomalies. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation.

Event description:
It was reported during the first post-op follow-up with the patient, everything seemed normal. After about 3 months, the patient was complaining of shortness of breath, and severe complaints of diaphragmatic stimulation. An x-ray was performed, confirming the lead had perforated through the heart. The patient was hospitalized at that time. The physician explanted the right ventricle (rv) lead on (B)(6) 2019, and plugged the rv port as it was determined that an rv lead wasn't needed. The patient's symptoms decreased and no further adverse effects were reported.